Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) asked customer to provide details for investigation. Further the customer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating with the pyxis enterprise server, resulted on insulin lispro inventory was not displayed on pyxis enterprise. Although the medication can be scanned and restocked directly at the pyxis machine, pharmacy staff were unable to determine when the inventory becomes empty. Consequently, restocking occurs only after nursing staff notify the central pharmacy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.